Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient reported that they'd been going through hell since they woke up this morning. The patient stated they'd never had an issue with their device before and that they felt like they were being shocked for off and on again for 6 hours straight and it was going down their leg. The patient stated the pain had also been bad last night when they were driving home from a dentist appointment and they were in so much pain that they wanted to turn their stimulation off. The patient stated they had to go to their managing health care provider office, but they forgot their programmer so they had to drive another 2 hours back home to get the programmer and drive all the way back and the doctor used it to tell the patient they saw a "call your doctor" message. The patient stated they told the patient that it must have meant that their ins battery was dead and told the patient their device was so old that they didn't even work with that device any longer. The patient stated they made an appointment with a hcp at (B)(6) hospital to check the device for thursday, january 25. The patient stated they were in so much pain before and that it had stopped now but they were so afraid it would start up again. Patient denied having had any traumas or falls that led to the issue. Agent reviewed device longevity considerations with the patient, including how the ins could sometimes emit stronger stimulation before it died and offered to help the patient check with their programmer what the message had been but the patient declined. They stated "I'm not putting anything over that site right now." As a result, agent was unable to confirm what the message actually said or what the patient had been seeing on the screen prior to the call. The patient was redirected to follow up with their healthcare provider on thursday and directed the patient to seek emergency attention if the pain came back. Patient also reported an issue when a few years back their ic had been really bad and their sister had helped them turn the ins back on and it shocked them so bad when it came on and the patient had to turn it down to a comfortable level again. The patient clarified that the "shock" they described was just really strong stimulation when they first turned the ins on and again confirmed it was resolved when they turned it down with the external device. The patient stated as a result, they didn't let anyone else but their spouse touch the external equipment. The patient stated they had this device for years and never had an issue. They thought their ic had gone into remission and now this happened. Agent directed the patient to follow up with their health care provider (hcp) about the issue and documented the reported event. No further action was taken by agent.